Manufacturer narrative:
(B)(4). Returned strips evaluated with no defect found. Customer returned wrong meter. Unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 373mg/dl. The customer's expected fasting blood glucose test result range is 180 to 190mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 286 and 278mg/dl using true track meter. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: 1:373mg/dl on (B)(6) 2017 at 11:17am fasting: yes. He just started to use the meter on (B)(6) 2017. The only blood result in the meter is 373mg/dl. All the other test were control solution tests. The code chip matches the test strips.